Manufacturer narrative:
The reported event was confirmed by medical records. The articular surface was returned and examination of the returned part determined that signs of nicks and gouges were observed on the inferior surface of the part and the dovetail feature was observed to be flared out. No major damage was observed on the superior side of the articular surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per the package insert persona the personalized knee system, dislocation and/ or joint instability is a known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implanted date - (B)(6) 2014. Explanted date - (B)(6) 2015. Concomitant medical products: unknown persona cruciate femur; unknown persona cruciate tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08571 and 0001822565-2017-08572. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee replacement approximately 1 year post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient's articular surface was revised due to instability.